Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the radiofrequency (rf) head connector was loose. It was also noted that the keyboard case hinges were broken and the keyboard slide assembly was missing.

Event description:
It was reported the programmer does not consistently interrogate. The wand was changed without resolution. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.